Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the facility was unable to identify which motor caused the issue. The instruction manual states the following: ¿the motor¿s exhaust hose may have an oily film on the external surface from pressure and/or temperature differentials following sterilization. Wipe the exhaust hose with a sterile cloth prior to use. If motor continues to have oil on the exhaust hose, return the motor to mpss for refurbishing.¿ CAPA (B)(4) was initiated to address the oil seepage on hoses. We will continue to track and trend this complaint type.

Event description:
It was reported that a motor was found to have an oily hose after being opened. Because the motor had touched several surfaces and left oil in the sterile field and on instrumentation, it was decided by the surgeon to cancel the procedure and reschedule. The patient had been anesthetized and draped prior to the decision. The patient's status and the date of the rescheduled surgery was not reported. The motor was not held, but was put back into circulation at the facility. On follow up it was reported the second procedure proceeded as planned. The date of the initial surgery was provided. Patient identifier information, and the surgeon¿s name was provided. The date for the second surgical procedure was (B)(6) 2017. The patient was still recovering at day two at the time of the reported information from the facility. On final follow up it was reported the patient was transferred to the joint and spine unit on the day of surgery after meeting pacu discharge requirements. The patient was discharged from the hospital two days after the surgery, as part of standard care. The surgical procedure was described as a lumbar laminectomy, l2-l5 with posterior instrumented fusion l4/5.